Event description:
It was reported that the bolus history was showing a bolus of 12.6 units that the customer did not program. The caller also reported that the customer was experiencing a high blood glucose of 502 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The caller also reported that the back light no longer works. Advised the caller that the insulin pump would need to be replaced due to the backlight and bolus delivery anomalies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.